Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Follow-up information from the account regarding the unreported stent damage and expansion revealed that no information was available; thus a conclusive cause cannot be determined for the damaged and expanded stent implant. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency;

Event description:
It was reported that a 4.0x8 mm xience v stent was selected to treat a heavily tortuous, calcified, and diffuse right coronary artery (rca) with a 90% stenosis; however, the stent could not cross the lesion. Strong resistance was felt when advancing the device through the tortuous segment. A non-abbott stent was used and was able to cross the lesion successfully. No adverse patient effects or clinically significant delay in the procedure was reported. No additional information was provided. Device analysis revealed the stent delivery system balloon was inflated and the stent implant was expanded on the balloon.